Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was over 600 mg/dl. Customer was in intensive care unit. Customer experienced symptoms such as blurry vision. The customer was declined to troubleshooting. Customer stated that the insulin pump was not delivering insulin like it stated. The customer stated that they was not in auto mode at the time of event, she stopped using the insulin pump since the hospital per the guidance of the hospital. The insulin pump will be and reservoir not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No under delivery anomaly noted during testing.